Manufacturer narrative:
Insulin pump was received with minor scratched lcd window, loose drive support disk, cracked case at the display window corners, cracked battery tube threads, and cracked reservoir tube lip. Insulin pump passed the displacement test. Unit was received with motor error alarm during the basic occlusion test due to loose/protruded drive support disk. Unable to perform the unexpected restart error test, prime/compromised force sensor system test, excessive no delivery test, and occlusion test due to motor error alarm. Insulin pump was received with all operating currents within specification.

Event description:
The customer reported via phone call that the insulin pump's drive support cap was sticking out. Customer's blood glucose level was 49 mg/dl. She ate food to treat her blood glucose level. The customer was advised that the device would be replaced and agreed to return the product for analysis.